Manufacturer narrative:
One device was received for evaluation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, the patient bled amounting to 5ml almost immediately after each seal cycle when dividing the gastric branches of the gastro epiploic vessels. Suction was used and a new device was opened and used to seal the bleeding vessels as well as to finish the case and it worked fine. The patient was not on medications that may have contributed to the bleeding. There was no eschar build up on the jaws so cleaning was not required. There was an end tone, but no regrasp alarm. There was no patient injury.